Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen making it hard to read and squirts insulin during priming. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the act button was sticky or buttons were non responsive and insulin pump rejects new battery and crack on the battery cap. The insulin pump will not be returned for analysis.